Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the very calcified right coronary artery (rca). A 32 x 4.00 rebel stent was advanced but failed to cross the lesion. The device was removed and the physician did not like the look of the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.